Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical, inflation and deflation issues cannot be established as the product is not available for analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. However, there are several failure modes of the device that could lead to mechanical, inflation and deflation issues, which include but are not limited to a defective components or device malfunction. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was experiencing difficulty inflating and deflating their device. The physician and sales representative have both met with the patient to instruct them on device inflation and deflation. It was noted the patient leaves the device partially inflated as they are unable to fully deflate it. The issue is ongoing; no further information was provided.